Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A customer reported to baxter corporate product surveillance an unknown amount of interlink continu-flo solution sets in which the sets were leaking directly below the drip chamber. It is unknown when this event occurred. Patient involvement, injury, medical intervention, and adverse events are unknown. No additional information is available.